Event description:
Operative notes were received from the patient's generator replacement surgery. It was noted that at induction the patient's heart rate was up to 147 bpm, and it was about 110-120 bpm through most of her surgery. Impedance was noted to be normal during the surgery. Additional information was received from the surgeon. The cause of the tachycardia was due to anesthesia per the physician as it occurred with the induction of general anesthesia. The patient did not have any prior issues with tachycardia that the physician was aware of. Heart rate prior to the event was 105 bpm. Blood pressure prior to the event was 130/61 and during the event it was 108/45. The arrhythmia was not believed to be related to vns stimulation per the physician. No further relevant information has been received to date.